Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller received assistance from customer technical support to reset the pump and was provided with reset information. The customer reverted to an alternate method of insulin therapy.